Event description:
Additional information indicates that prior to the generator's return, the external pulse generator's "pace" and "sense" light-emitting diode stayed on upon power-up. When measured, the battery voltage equaled 6.7 volts, and once the battery was replaced the generator operated properly.

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the upper and lower cases were broken, the battery release was contaminated, the ring and side bail covers were broken, the lead flex cover was corroded and broken, the battery contacts were compressed, the side bails were bent, the ring bail was missing, the battery drawer was broken and contaminated, and the keyboard was scratched. (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, the battery release was contaminated, the ring and side bail covers were broken, the lead flex cover was corroded and broken, the battery contacts were compressed, the side bails were bent, the ring bail was missing, the battery drawer was broken and contaminated, and the keyboard was scratched. (B)(4).